Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested event was confirmed. A probable cause of the phenomenon was due to failure of the lamp harness. The subject device manufacture date was not identified; therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. A supplemental report will be submitted upon completion of the investigation, or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the halogen light source the lamp burns out (partially)when the power is turned on. The issue occurred during preparation for use for an unspecified diagnostic procedure. The intended procedure was completed with a similar device. There was no patient harm associated with the event.